Manufacturer narrative:
The pod generated an 0x14 hazard alarm indicating pod is occluded. Timeouts were seen at the end of the pods run. Rotational sensor data indicates that the ratchet gear was still turning at this time. No occlusion was found during investigation. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. The exposed portion of the soft cannula was observed to be flattened and measured to be stretched. This damage did not affect fluid flow during investigation. It is unknown how or when this damage occurred or if it contributed to the reported alarm. Housing vent damage was observed on the bottom housing. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for an occlusion alarm.